Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. The analysis noted that visual inspection found 2 cuts on outer insulation at distance 14 cm, and blood ingress on the proximal conductor. According to the finding and the anomalies described in the event and due to the length of time of the implant, it is likely that the extrinsic insulation breach that was observed during analysis occurred at implant the outer insulation breach is likely the cause for the low sensing complaint.

Event description:
It was reported that two days after implant, the lead exhibited low sensing as well as high impedance. A revision was done the following day where the lead was explanted and replaced. No patient complications have been reported as a result of this event.